Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient "things have been fluttering like crazy". The patient noted that their cardiac resynchronization therapy defibrillator (crt-d) has been adjusted previously for the fluttering but the issue continued. The patient further reported that the fluttering occurred when the patient was on their back or their left side. The patient was seen in clinic and diaphragmatic stimulation from the left ventricular (lv) lead was noted. The lv lead pacing vector was reprogrammed. The lv lead and crt-d remains in use. No further patient complications have been reported as a result of this event.